Event description:
Upon opening the package the tubing fell apart in two pieces. This happened a second time and the third time they flushed fluid with the warmer into the pt and the tubing came apart.